Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that the units buzzer is not working during testing. No patient was involved. No further information was provided.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the units buzzer is not working during testing.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.